Event description:
On (B)(6) 2012, pt reported experiencing an elevated blood glucose reading today of 328 mg/dl. Pt stated she did not receive the e4 (occlusion) error message but thinks there was a slight blockage. Pt stated she has changed the insulin cartridge and infusion set three times but her blood glucose level will not come down. Pt's normal blood glucose range is 130-140 mg/dl. Pt reported that after she inserted the insulin cartridge today she began experiencing elevated blood glucose readings. Had pt disconnect infusion set tubing and bolus 5.0 units of insulin into the air; no insulin came out of the end of the tubing. Verified bolus history. Verified pt primed the infusion set tubing. Had pt place the infusion device in stop mode and prime the tubing. Advised the tubing may not have been primed correctly. Had pt attempted to bolus again; insulin dripped out correctly. Verified bolus history. On call back on (B)(6) 2012, pt reported receiving a blood glucose reading of 245 mg/dl at 6:30 am. Pt stated she treated by giving 2.0 units of insulin via injection at 6:30 am and then at 8:02 am, her blood glucose reading was 125 mg/dl. Pt reported she administered 2.6 units of insulin bolus at 8:02 am due to eating. Pt stated she changed the infusion set and continued to experience elevated blood glucose concerns; advised to switch to backup infusion device. On f/u call on (B)(6) 2012, pt reported her blood glucose level did come back down while on the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.